Manufacturer narrative:
Product event summary: the controller and two batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed 33 critical battery involving the batteries and 33 controller fault alarms. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis also revealed 27 controller power up events from (B)(6) 2018 to (B)(6) 2018. As a result, the reported events were confirmed. The most likely root cause of the critical battery, controller fault alarms and loss of power can be attributed to the patient allowing batteries to depleting below 10%. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. An internal investigation was initiated to capture events involving the controller losing power. Additional products: serial or lot#: (B)(4) device evaluated by MFR: yes, FDA method code(s): 4112, 4114 , FDA results code(s): 213 , FDA conclusion code(s): 19 serial or lot#: (B)(4) device evaluated by MFR: yes ,FDA method code(s): 4112, 4114 , FDA results code(s): 213 , FDA conclusion code(s): 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction as this event is a duplicate of FDA report number 3007042319-2018-0724. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / bat300787 / model #: 1650 / catalog #: 1650 / expiration date: 2016-05-31, UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2015-05-31. (B)(4). Heartware ventricular assist system ¿ battery / bat315479 / model #: 1650 / catalog #: 1650 / expiration date: 2017-02-28, UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found down at home by emergency medical services (ems). The patient's batteries had drained below 10%, and the low power condition resulted in several controller fault alarms on the controller. The batteries drained until they stopped providing power to the controller, and four pump stop events were recorded as the batteries would cool down and provide transient power to the controller. It was further reported that one of the batteries had a relative state of charge (rsoc) greater than 100%. The controller and batteries remain in use. The patient is a participant in the vad destination therapy trial clinical study. No further patient complications have been reported as a result of this event.